Event description:
The acetabellar components by osteotec were also implanted in the pt but not removed. According to the history and physical, the pt underwent left total hip arthroplasty in 1993 for marked degenerative changes in her hip. She did well initially, but continued to have pain in the hip and into the groin and some shortening of that leg. Subsequent x-rays showed a loosening of the femoral component with some subsidence. The pt was admitted for a redo of that total hip on the femoral side without replacing the acetabellar component.device labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.